Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable.the root cause for the strained cable was excessive force.no adverse event resulted from the damaged belt.